Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, performed a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her physician determined to treat her pain through a hysterectomy. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pain severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), the first episode of uterine haemorrhage ("heavy bleeding / abnormal uterine bleeding") and the second episode of uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation". The patient's past medical history included multi gravida and parity 3 ((B)(6) 1998, (B)(6) 2006, (B)(6) 2009). Concurrent conditions included obesity, back pain, radiculopathy, abdominal pain, nausea, myalgia of lower extremities, fibromyalgia syndrome, rheumatoid arthritis, osteoarthritis, muscle pain, joint pain, dry eye syndrome, uterine bleeding, dizziness, knee operation, arthroscopy (left knee, right knee), allergy, vaginal candidiasis, tobacco abuse, blood glucose abnormal, depression, smoker and chronic cervicitis. Family history included asthma (daughter), osteoporosis, cancer (father), rheumatoid arthritis (mother), hypertension (father), alcohol abuse (father) and colon cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2009, the patient experienced the first episode of female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromialgia"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection urinary"). On an unknown date, the patient experienced the first episode of uterine haemorrhage (seriousness criterion medically significant), the second episode of uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with pregabalin (lyrica), surgery (total abdominal hysterectomy and bilateral salpingectomy with removal of bilateral essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, the last episode of uterine haemorrhage, urinary tract infection, migraine, headache, nausea and vaginal discharge outcome was unknown and the abdominal pain, the last episode of female sexual dysfunction, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of female sexual dysfunction, the first episode of uterine haemorrhage and the second episode of female sexual dysfunction to be related to essure. The reporter provided no causality assessment for the second episode of uterine haemorrhage with essure. The reporter commented: her physician determined to treat her pain through a hysterectomy. She did not had any injuries or symptoms during essure removal. She did not have any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. On (B)(6) 2015 wat ultrasound transvaginal showed: findings: uterus: 4.9 cm x 6.0 cm x 8.9 centimeters. Retroverted without myometrial abnormality. Endometrium (dual layer measurement): 3.0 millimeter thick stripe. Right ovary: 1.5 cm x 2.4 cm x 2.5 centimeters. Normal grayscale appearance and color flow. No focalleslon. Left ovary: 2.1 cm x 3.5 cm x 3.7 centimeters. Contains a single 1.7 cm cyst consistent with a follicle. Color flow is present. No free fluid or fluid collection. Impression: no acute sonographic abnormality. On (B)(6) 2015-surgical pathology report showed: final diagnosis: endometrium; biopsy: detached fragments of benign proliferative phase endometrium; negative for neoplasia and hyperplasia. Fragments of benign cervical transformation zone tissue. Abundant clotted blood on (B)(6) 2016 test-transvaginal pelvic ultrasound showed: findings: uterus: the uterus is surgically absent vaginal cuff is normal appearance. Endometrium: uterus is surgically absent right ovary: measures 2.8 x 1.8 x 1.8 cm. Normal echotexture of the ovary, no masses or cysts present left ovary: measures 3.1 x 2.4 x 1.9 cm. Normal echotexture of the ovary. There is a simple follicle within the left ovary that measures 1.5 cm. Cul-de-sac: no fluid is seen. Limited color doppler images demonstrate vascular flow in both ovaries. Impression: 1. No acute sonographic abnormality. 2. Status post hysterectomy. 3. A 1.5 cm left ovarian follicle. Concerning the injuries reported in this case, the following ones were reported via medical records: fibromyalgia, uterine bleeding. Most recent follow-up information incorporated above includes: on 15-may-2018: pfs received. New event added: apareunia. It was reported that consumer was admitted to the hospital for observation due to pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pain severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), the first episode of uterine haemorrhage ("heavy bleeding / abnormal uterine bleeding") and the second episode of uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation". The patient's past medical history included multi gravida and parity 3 ((B)(6) 1998, (B)(6) 2006, (B)(6) 2009). Concurrent conditions included obesity, back pain, radiculopathy, abdominal pain, nausea, myalgia of lower extremities, fibromyalgia syndrome, rheumatoid arthritis, osteoarthritis, muscle pain, joint pain, dry eye syndrome, uterine bleeding, dizziness, knee operation, arthroscopy (left knee, right knee), allergy, vaginal candidiasis, tobacco abuse, blood glucose abnormal, depression, smoker and chronic cervicitis. Family history included asthma (daughter), osteoporosis, cancer (father), rheumatoid arthritis (mother), hypertension (father), alcohol abuse (father) and colon cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2009, the patient experienced the first episode of female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromialgia"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection urinary"). On an unknown date, the patient experienced the first episode of uterine haemorrhage (seriousness criterion medically significant), the second episode of uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with pregabalin (lyrica), surgery (total abdominal hysterectomy and bilateral salpingectomy with removal of bilateral essure.), surgery (full hysterectomy) and surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, the last episode of uterine haemorrhage, urinary tract infection, migraine, headache, nausea and vaginal discharge outcome was unknown and the abdominal pain, the last episode of female sexual dysfunction, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of female sexual dysfunction, the first episode of uterine haemorrhage and the second episode of female sexual dysfunction to be related to essure. The reporter provided no causality assessment for the second episode of uterine haemorrhage with essure. The reporter commented: her physician determined to treat her pain through a hysterectomy. She did not had any injuries or symptoms during essure removal. She did not have any complications from your essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. On (B)(6) 2015 wat ultrasound transvaginal showed: findings: uterus: 4.9 cm x 6.0 cm x 8.9 centimeters. Retroverted without myometrial abnormality. Endometrium (dual layer measurement): 3.0 millimeter thick stripe. Right ovary: 1.5 cm x 2.4 cm x 2.5 centimeters. Normal grayscale appearance and color flow. No focalleslon. Left ovary: 2.1 cm x 3.5 cm x 3.7 centimeters. Contains a single 1.7 cm cyst consistent with a follicle. Color flow is present. No free fluid or fluid collection. Impression: no acute sonographic abnormality. On (B)(6) 2015-surgical pathology report showed: final diagnosis: endometrium; biopsy: detached fragments of benign proliferative phase endometrium; negative for neoplasia and hyperplasia. Fragments of benign cervical transformation zone tissue. Abundant clotted blood on (B)(6) 2016 test-transvaginal pelvic ultrasound showed: findings: uterus: the uterus is surgically absent vaginal cuff is normal appearance. Endometrium: uterus is surgically absent right ovary: measures 2.8 x 1.8 x 1.8 cm. Normal echotexture of the ovary, no masses or cysts present left ovary: measures 3.1 x 2.4 x 1.9 cm. Normal echotexture of the ovary. There is a simple follicle within the left ovary that measures 1.5 cm. Cul-de-sac: no fluid is seen. Limited color doppler images demonstrate vascular flow in both ovaries. Impression: 1. No acute sonographic abnormality. 2. Status post hysterectomy. 3. A 1.5 cm left ovarian follicle. Concerning the injuries reported in this case, the following ones were reported via medical records: fibromyalgia, uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pain severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), genital haemorrhage ("heavy bleeding / abnormal uterine bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation". The patient's past medical history included multi gravida and parity 3 ((B)(6) 1998, (B)(6) 2006, (B)(6) 2009). Concurrent conditions included obesity, back pain, radiculopathy, abdominal pain, nausea, myalgia of lower extremities, fibromyalgia syndrome, rheumatoid arthritis, osteoarthritis, muscle pain, joint pain, dry eye syndrome, uterine bleeding, dizziness, knee operation, arthroscopy (left knee, right knee), allergy, vaginal candidiasis, tobacco abuse, blood glucose abnormal, depression, smoker and chronic cervicitis. Family history included asthma (daughter), osteoporosis, cancer (father), rheumatoid arthritis (mother), hypertension (father), alcohol abuse (father) and colon cancer. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced fibromyalgia ("fibromialgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("infection urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with pregabalin (lyrica), surgery (total abdominal hysterectomy and bilateral salpingectomy with removal of bilateral essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, genital haemorrhage, uterine haemorrhage, urinary tract infection, migraine, headache, nausea and vaginal discharge outcome was unknown and the abdominal pain, female sexual dysfunction, dysmenorrhoea and fatigue had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: her physician determined to treat her pain through a hysterectomy. She did not had any injuries or symptoms during essure removal. She did not have any complications from your essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. On (B)(6) 2015 wat ultrasound transvaginal showed: findings: uterus: 4.9 cm x 6.0 cm x 8.9 centimeters. Retroverted without myometrial abnormality. Endometrium (dual layer measurement): 3.0 millimeter thick stripe. Right ovary: 1.5 cm x 2.4 cm x 2.5 centimeters. Normal grayscale appearance and color flow. No focalleslon. Left ovary: 2.1 cm x 3.5 cm x 3.7 centimeters. Contains a single 1.7 cm cyst consistent with a follicle. Color flow is present. No free fluid or fluid collection. Impression: no acute sonographic abnormality. On (B)(6) 2015-surgical pathology report showed: final diagnosis: endometrium; biopsy: detached fragments of benign proliferative phase endometrium; negative for neoplasia and hyperplasia. Fragments of benign cervical transformation zone tissue. Abundant clotted blood on (B)(6) 2016 test-transvaginal pelvic ultrasound showed: findings: uterus: the uterus is surgically absent vaginal cuff is normal appearance. Endometrium: uterus is surgically absent right ovary: measures 2.8 x 1.8 x 1.8 cm. Normal echotexture of the ovary, no masses or cysts present left ovary: measures 3.1 x 2.4 x 1.9 cm. Normal echotexture of the ovary. There is a simple follicle within the left ovary that measures 1.5 cm. Cul-de-sac: no fluid is seen. Limited color doppler images demonstrate vascular flow in both ovaries. Impression: no acute sonographic abnormality. Status post hysterectomy. A 1.5 cm left ovarian follicle. Concerning the injuries reported in this case, the following ones were reported via medical records: fibromyalgia, uterine bleeding. Most recent follow-up information incorporated above includes: on 22-feb-2018: events- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromialgia, migraines, headaches, nausea, dysmenorrhea (cramping),pain, vaginal discharge, fatigue,pain severe pelvic pain added from pfs and mr.concomitant disease, family history,lot number- 653902, historical condition added from pfs and mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.